Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles breaks off. The following information was provided by the initial reporter: patient end is breaking off in skin when taking injection

Event description:
It was reported that the bd nano¿ 2nd gen pen needles breaks off. The following information was provided by the initial reporter: patient end is breaking off in skin when taking injection.

Manufacturer narrative:
The following fields were updated with corrected information: d.9. Device available for evalution?: no h.2 device return to manufactuer .?: no h6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.